Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred due to an unknown malfunction. Prior to the reported event the device had been having some inaccuracies, so the patient stated she was calibrating it more often. She had been paying bills and did not feel anything unusual. The last continuous glucose monitor (cgm) reading she remembers was 85 mg/dl and she did not receive an alert. Then she lost consciousness and when she woke up, she was being treated by paramedics. An unspecified individual had called her, and she did not answer so they called emergency medical services (ems) to check on her. She does not know how long she was passed out before ems was called. The paramedics tested her fingerstick blood glucose (bg). She stated that she did not know the results because she was passed out, but also stated it was in the 20s mg/dl. The paramedics administered glucose via intravenous (IV) therapy and oxygen until she revived. She became stable and was not transported to the hospital. Later in the day she was feeling okay and ate dinner. She reported that her transmitter had expired (B)(6) 2019; she was aware of the need to replace it but there was a delay obtaining the replacement. She suspected this was the source of the issue but was unable to confirm. Additionally, the sensor was inserted into the arm which is off-label usage of the device on (B)(6) 2019. Data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.